Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called stating he had a bilateral hip replacement in 2012. Patient reported that about 4 months ago he started limping and feeling pain in his right hip. When he visited the doctor, he said his implant is leaking cobalt and needs a revision. Patient has a revision surgery scheduled for (B)(6) 2019.

Manufacturer narrative:
Device information provided confirms this device is in scope of ra 2012-067, for which alternate reporting was granted via e2013004. This event will be reported under ar for q2 2019.

Event description:
Patient called stating he had a bilateral hip replacement in 2012. Patient reported that about 4 months ago he started limping and feeling pain in his right hip. When he visited the doctor, he said his implant is leaking cobalt and needs a revision. Patient has a revision surgery scheduled for on (B)(6) 2019.